Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition substantiated the reported product experience. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that placement of the proglide sutures were attempted in a moderately calcified common femoral artery using the preclose technique before a abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was a 6fr and during the interventional procedure. Reportedly, three posterior cuff misses occurred in the right common femoral. A non-abbott device was used to achieve hemostasis. One proglide device was used in a moderately calcified left common femoral artery. Reportedly, an anterior cuff miss occurred. A cut-down was performed and the vessel was surgically sutured closed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The three other perclose proglide devices referenced are being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.